Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058774) in united states on 12-jan-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, with lot number a63347. Consumer experienced weight gain, pelvic pain, no menstrual cycle then heavy menstrual cyle that bled through a pad in less than one hour, headache, bloated and she got pregnant while on essure then had to get part of her tube removed. Essure explant date was (B)(6) 2015. A serious injury, required intervention, other serious (important medical event) and event date (B)(6) 2013 were mentioned but not specified and/or assigned to one of the events. No follow up is possible due to unavailable reporter contact information. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who became pregnant while on essure (fallopian tube occlusion insert); then she had to get part of her tube removed. These events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, neither the temporal relationship between pregnancy and essure insertion was provided nor was hsg information given. Although limited information is available, considering pregnancy's nature; causality with essure cannot be excluded. Regarding the remaining event, if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer reported pelvic pain and menstrual cycle changes amongst other non-serious events. She stated she became pregnant and then had to have her tube removed. However, the exact reason for this surgery was not specified. Additionally, she provided an essure explant date. Although the exact reason for essure removal was not specified, a causal relationship with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis is being sought. No follow-up will be possible, due to lack of contact details.

Manufacturer narrative:
Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removal at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a casual relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who became pregnant while on essure (fallopian tube occlusion insert); then she had to get part of her tube removed. These events are listed according to essure¿s reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place, some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, neither the temporal relationship between pregnancy and essure insertion was provided nor was hsg information given. Although limited information is available considering pregnancy¿s nature; causality with essure cannot be excluded. Regarding the remaining event, if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer reported pelvic pain and menstrual cycle changes amongst other non-serious events. She stated she became pregnant and then had to have her tube removed. However, the exact reason for this surgery was not specified. Additionally, she provided an essure explant date. Although the exact reason for essure removal was not specified, a casual relationship with the suspect insert cannot be excluded and this case was regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No follow-up will be possible, due to lack of contact details.